Manufacturer narrative:
It was reported that the side rail came off the bed and the resident fell. She suffered a 6 cm facial laceration that was repaired with sutures. She was admitted to the hospital and was discharged back to the facility at a later date. The facility would not release the sample for eval. A photo showing a serial number for the opposite side rail was sent. There was no item number on the label. There was no identifying item number or serial number on the side rail that came off the bed. There was no photo showing any damage or deformity. The contact at the facility stated they could not confirm the device broke and was not sure it was correctly installed on the bed prior to the incident. We have not confirmed it was a medline side rail or that the device actually failed. A root cause has not been determined. However, due to the reported injury and in an abundance of caution, this medwatch is being filed.

Event description:
While repositioning the resident, the side rail came off and the resident fell out of bed. She was admitted to the hospital.